Manufacturer narrative:
Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the root cause for the 1st sapien valve final position being too aortic and subsequent cai cannot be confirmed; however, it was reported that the perceived cause of the balloon movement during deployment was due to the severe ventricular septal hypertrophy (septal bulge). It appears that the valve malposition was related to patient factors (i.e. Balloon interference from the severe septal buldge) although procedural factors may have contributed to the event as well. There was no allegation of device malfunction, or labeling issues. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Per report, a 2nd sapien 23mm valve was deployed via transfemoral (tf) approach to correct severe central ai of the 1st sapien valve during a transcatheter aortic valve replacement (tavr) procedure. Summary of the case: bav with an edwards 20x3 balloon was performed and no ventricular leak was noted. Tee measured 22mm and CT was 21x25mm. Echo identified all 3 leaflets were moving. The valve was deployed 85% aortic with trace paravalvular leak (pvl) and severe central ai. It was determined that all leaflets were moving. The 2nd sapien 23mm valve was deployed 60/40 aortic with trace ai. Physicians noted a septal bulge that may have caused the first valve to deploy aortic. Patient closed with no vascular complications. Additional information provided by the edwards clinical specialist: the aortic annulus measured 22mm by tee and 21x25mm by CT, the sinotubular junction (stj) measured 28mm, and the sinus of valsalva (sov) diameter measured 33mm. There was severe ventricular septal hypertrophy, bulky calcification of the aortic valve leaflets, and moderate aortic root calcification. There was reported good image intensifier angle and coaxial alignment of the valve/delivery system with the annulus. During deployment the patient's ventilation and the balloon inflation were held per the recommended amount of time and there was no loss of pacing capture. The perceived root cause of the 1st valve placement too aortic was due to the septal bulge.